Event description:
The clinical events committee adjudicated that the previously reported mi occurred one day post index procedure

Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (mi). (B)(4).

Event description:
Possible jailed rca side branch or distal embolization was reported following the index procedure. The patient was discharged 3 days later on dapt.

Event description:
Additional information received reported that approximately 18 months post the index procedure a CABG revascularization was carried out due to angina. The investigator has indicated the event was remotely related to the study device and the patient recovered with treatment.

Manufacturer narrative:
(B)(4).

Event description:
One endeavor sprint drug-eluting stent was implanted in the rca during the index procedure. The educate clinical events committee (cec) reviewed this event and deemed that a mi occurred on the same day as the index procedure. No additional clinical sequelae were reported.

Event description:
The previously reported CABG revascularization was performed on the rca and lad.